Event description:
It was reported that the rv lead was replaced due to a possible instability of the lead. The lead impedance has increased from 623 ohms bipolar at implant to 1387 ohms bipolar. No patient complications were reported as a result of this event.